Event description:
This case was cross-referenced with cases: (B)(4) (cluster). This spontaneous case from united states was received on 30-nov-2017 from healthcare professional (nurse) this case concerns a (B)(6) year old male patient who initiated treatment with synvisc one and after an unknown latency experienced pain, aspirated fluid and swelling. No medical history, concomitant medications and concurrent conditions were reported. Patient has had synvisc one before. On an unknown date in (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml (frequency and indication: not provided) with batch number: 7rsl014 and expiry date: apr-2020. On an unknown date in (B)(6) 2017, after an unknown latency, patient experienced swelling and pain. Action for follow-up: aspirated fluid and gave patient steroid injection. Corrective treatment: aspirated fluid, steroid injection for all events. Outcome: unknown for all events. Seriousness criteria: required intervention for all events. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). The production and quality control documentation for lot # 7rsl014 expiration date (04/2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 7rsl014 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 11-dec-17, a total of 4 complaints are on file for lot# 7rsl014: 2 adverse event reports, 1 barrel breakage, and 1 detached luer-lok hub. Sanofi will continue to monitor complaints to determine if a CAPA was required. Follow up information was received on 29-nov-2017. Expiration date updated. Text was amended accordingly. Additional information was received on 12-dec-2017. The global ptc number with ptc result was added. Text was amended accordingly.

Event description:
(B)(4). This spontaneous case from united states was received on 30-nov-2017 from healthcare professional (nurse) this case concerns a (B)(6) male patient who initiated treatment with synvisc one and after an unknown latency experienced pain, aspirated fluid and swelling no medical history, concomitant medications and concurrent conditions were reported. Patient has had synvisc one before on an unknown date in (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml (frequency and indication: not provided) with batch number: 7rsl014 and expiry date: apr-2020. On an unknown date in (B)(6) 2017, after an unknown latency, patient experienced swelling and pain. Action for follow-up: aspirated fluid and gave patient steroid injection. Corrective treatment: aspirated fluid, steroid injection for all events outcome: unknown for all events seriousness criteria: required intervention for all events a pharmaceutical technical complaint (ptc) was initiated and the result of the same was pending.